Event description:
It was reported, the video system center had electromechanical interference present when bovie is energized. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, a presumed cause could not be identified and a definitive root could not be determined. Olympus will continue to monitor field performance for this device.